Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation which could not be programmed around. The lead was explanted and replaced when repositioning was unsuccessful. The procedure was completed successfully without adverse consequence to the patient.